Event description:
A company representative reported that the locking covers on an ozark 1 level plate fractured and migrated approximately 13 months post-operatively. Upon review of x-ray imaging provided, it was observed that an ozark screw also fractured. Revision surgery has not been performed at this time. This report captures the fractured screw.